Manufacturer narrative:
The opinion of the physician was that the entrapment of the device caused a blockage of blood flow, which contributed to the patient's death. However, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback 360® coronary orbital atherectomy system instructions for use manual lists slow flow and no reflow as a possible adverse event which can occur with use of the oas. (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat a high-risk patient. The patient had been turned down for surgery three times, and the chance of survival when undergoing percutaneous intervention was 50%. After atherectomy was begun, the device decelerated and became stuck in the lesion. Tremendous difficulty was experienced when removing the oad. A stent was deployed. The patient expired following the procedure. In the physician's opinion, the oad contributed to the patient's death because, having been stuck in the lesion, it occluded blood flow for an extended period.